Manufacturer narrative:
Load wheel casting horn.

Event description:
It was reported by service report that the housing around the load wheels was broken. No pt involvement or adverse consequences are reported.